Event description:
A trilogy evo, USA loaner ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo device at third-party service center a functional failure was reported of the device's system board since it does not show the cycles of the valves. It was confirmed to show with a "known good" system board. The device's system board was replaced to address the issue. Additionally, the device's blower bellows seal, blower mount, cooling fan assembly, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 have been replaced due to contamination. The machine flow sensor, muffler assembly, and air inlet foam filter have been replaced for preventive maintenance. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.